Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and mesh was implanted. The patient experienced mesh erosion into the vaginal wall three times. The first two times the mesh was removed at a local hospital in the out-patient clinic. The third time the mesh was excised under general anaesthetic. Additional information was requested.